Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure that the ergonomic control of the surgeon side console (ssc) footrest was no longer working. The footrest motor could be heard turning when using the ergonomic control switch. The ssc was not in a useable condition; therefore, the surgeon used the second ssc to continue the procedure. The intuitive tech support engineer (tse) checked the system logs and found no related errors. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the footrest drive due to a broken spindle. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the footrest drive.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The footrest drive was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. Upon visual inspection, no issues were identified that could be related to the complaint. The unit was installed onto the golden system, and the ergonomic settings were tested upon power-up. The footrest drive was found to be non-functional, with the motor producing sound but failing to move. The probable root cause of the reported issue was determined to be a broken spindle on the footrest drive motor of the ssc.

Event description:
Refer to h11 for follow-up information.